Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not deliver a dose when the pt pendant was pressed. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation on (B)(4) 2010, at the user facility. The device did not deliver a dose when the pt pendant was pressed. The cause could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).